Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 8021545-2024-01219 - device 2 of 7. E1: patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced seven infusion set leakage from site events on 11-may-2024. The set was in use for three days. No further information available.